Manufacturer narrative:
Device evaluation of battery pack sn (B)(4) has been completed. The reported problem (won't power a monitor or charge) was confirmed. Upon evaluation, the nickel buspar tab at the p4 pad was loose. The cause of the non-functional battery pack is the loose buspar. The root cause of the loose buspar cannot be positively identified. No adverse event resulted from the defective battery pack.

Event description:
A us distributor contacted zoll to report that a patient's battery pack would not power a monitor or charge.